Event description:
Physician removed a cecal polyp during a colonoscopy procedure using a bard small polypectomy snare. Bovie pad was to left tigh. Electrosurgical generator setting ordered by physician were: current setting - blend 1, coagulation - 25, and cut - 20. Snare was connected to monopolar 1 cable. After removing the polyp, the bleeding area was cauterized by using the tip of the snare at the same settings. At this time the pt's left leg jerked. Bovie pad was moved to the right leg and bleeding areas was cauterized using the snare tip and same settings - right leg did not jerk. Bovie pad site were both clear when sites inspected. Pt was discharged from outpatient surgery and was tolerating fluids well by mouth. Pt's abdomen was soft on discharge to home. Pt returned to hosp ER later that evening with a bowel perforation at cecum and bowel resection was performed.